Event description:
The customer reported that the device issued an "error: speaker malfunction." The device had no audible sound. No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.